Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
A4: weight - patient¿s weight is approximately 60-70 kg. This report is being submitted to update additional information in sections a1, a2, a3, a4, b3, b4, b5, b7, d6b, e1, g3, g6, h2, h3, h6, and h11.

Event description:
It was further reported the patient underwent a revision procedure approximately fourteen (14) days post-implantation of the left mandibular prosthesis and reimplantation of mmf fixation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: g3, h6, and h11. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: change of temporomandibular joint endoprosthesis-left jaw was noted. "Change to intraoral. It can now be seen that the significant disocclusion on the left side has been eliminated. The patient's habitual occlusion is now set. However, a visible vestibular disocclusion of approx. 0.5mm at teeth 6 and 7 can still be evaluated. Maximum intercuspidation, however, in the area of the paramolars and on the right side. Insertion of mmf screws in all four quadrants and rigid intermaxillary fixation, which is also left in place." Insertion of a new 50mm standard condylar prosthesis and insertion from submandibular. Insertion of the condylar head centrally into the articular fossa. Attachment fixation using 10mm and 12mm screws including three emergency screws. Product identification remains unknown. Device history record (DHR) was unable to be performed as the part and lot number of the device involved in the event remains unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause remains unchanged; a definitive root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Date of event¿ the current surgeon reported the revision took place on (B)(6) 2019 and the patient reported the revision took place in (B)(6) 2019. Medical products: unknown mandible screw, part# ni, lot# ni; unknown fossa screw, part# ni, lot# ni. Dr. (B)(6) interviewed the patient about their medical history, and the patient reported a revision that occurred in (B)(6). The patient was unable to provide surgeon or hospital identification. Report source¿ (B)(6).

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the left side due to unknown reason. It was reported that no further information is available.